Event description:
Procedure: hysterectomy. According to the reporter: the device locked on the tissue after firing half way. The device was resected and sutures were applied.

Manufacturer narrative:
Initial report sent to FDA on 09/08/2009.